Event description:
On (B)(6) 2022 a patient (pt) called to report a diagnosis of corneal ulcer in the left eye (os) while wearing the acuvue® oasys 1-day with hydraluxe¿ technology brand contact lens (cl). After ¿several hours¿ of wear the pt couldn¿t see out of the lens and noticed ¿something on the lens.¿ the pt tried cleaning the lens and the issue persisted. The pt slept in the suspect lens for an hour, removed it and went back to sleep. The pt reported irritation and light sensitivity and went to an eye care professional (ecp) for evaluation. The ecp diagnosed the os corneal ulcer and prescribed vigamox 1 drop every 2 hours for 24 hours, then four times a day for 5 days with no cl wear. The pt has a return appointment on (B)(6) 2022 for follow-up (fu). On (B)(6) 2022, a call was placed to the pt¿s treating ecp office. A representative reported the pt was seen on (B)(6) 2022 with complaints of ¿scratchy feeling last night¿ when removing the suspect lens. The pt awoke with redness and tearing. The pt was diagnosed with os corneal ulcer, pinpoint, superior nasal. The pt was prescribed moxifloxacin 1 drop os every 1 to 2 hours for the 1st 24 hours, then four time daily for 5 days. The pt was also prescribed neo-poly-dex ointment at bedtime. On (B)(6) 2022 fu visit: the os corneal ulcer is ¿still small.¿ the pt was instructed to decrease drops to twice daily and increase ointment to twice daily. On (B)(6) 2022 fu visit: the ulcer resolved with a stromal scar. The pt finished drops and ointment. The pt reported this was 1st day to return to cl wear and the pt¿s eye feels great. The pt was instructed to discontinue medications and was cleared to resume cl wear. The pt will return on (B)(6) 2022 for annual eye exam as the cl prescription has expired. No additional medical information was received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j002p49 was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.

Manufacturer narrative:
On 07oct2022, the initial MDR # 1057985-2022-00076 was submitted to the FDA with an incorrect date of 06oct2022 in "b.4. Date of this report". The correct information for "b.4. Date of this report" is 07oct2022. If any further relevant information is received, a supplemental report will be filed.